Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/20/2015 with the following findings: there were no alarms or error messages observed in the black box that would correlate with the alleged issue. A 24 hour duration test was successfully completed. The pump was able to complete the rewind, load, and prime steps successfully. The force sensor pins were seated and the solder connections were intact. There was no evidence of cracked force sensor traces.